Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were .060¿ - .263 in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the tenaculum forceps cable was found broken near the tip of the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information about the complaint: there was no patient harm, nothing fell into the patient and no additional anesthesia was administered.